Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the drive shaft break and difficulty removal occurred. A 1.25mm rotalink¿ plus was selected for use. During ablation, it was noticed that the drive shaft or the portion where the metal coil comes out of the plastic tubing became cracked. Consequently, the physician had difficulty removing the device and had to manipulate it to be able to pull it out. The procedure was completed with another of the same device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device with a rotawire. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The rotawire was received inside the rotablator rotalink plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received loosened in a backward position. The rotawire was able to be removed from the device with no issues. The coil was broken and stretched 3.3cm from the burr of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the drive shaft break and difficulty removal occurred. A 1.25mm rotalink plus was selected for use. During ablation, it was noticed that the drive shaft or the portion where the metal coil comes out of the plastic tubing became cracked. Consequently, the physician had difficulty removing the device and had to manipulate it to be able to pull it out. The procedure was completed with another of the same device. No further patient complications were reported.